Event description:
The customer reported generating condition codes during troponin I testing. These codes were not acted upon and incorrect results were reported to the floor. Elevated results of the magnitude observed might lead to cardiac catheterization. There was no report of patient harm as a result of this event.